Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation with the twist clamp in the closed position. Visual inspection was performed and broken occluder feet was observed. Leak, clear passage, and clamp function testing was performed and a leak through the set through the closed clamp was observed. The reported condition was verified. The cause of the leak was due to broken occluder legs. The cause of the broken occluder legs could not be determined, however exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set had fluid flow with the twist clamp closed. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.